Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 31, 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed inaccurately high readings compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter started to read inaccurately on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of "150 mg/dl" at 8:20am and "334 mg/dl" at 10:06pm. He also reported a further alleged inaccurately high blood glucose result on the subject meter of "76 mg/dl" at 8:30am on (B)(6) 2015. Meter to feelings/normal results comparisons are invalid for the purposes of determining an inaccuracy. The patient was unable or unwilling to say what medications he administers to manage his diabetes but reported that he had not made any changes to his usual diabetes management routine as a result of obtaining the alleged inaccurate readings. He claimed that after the start of the alleged issue, at an unknown time on (B)(6) 2015, he "felt cold and was shivering". He denied receiving any treatment for his symptoms. During troubleshooting, the csr established that the patient's meter was set to the correct unit of measure. However, the csr noted that the patient's test strips had been stored in the kitchen and the csr attempted to educate the patient on the correct test strip storage. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients' meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.